Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown 4.5mm cortex screws. Part and lot numbers are unavailable for reporting. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision/explant surgery to due to pain on an unknown date. During the revision surgery, one unknown 6.5mm short thread screw and two unknown 4.5mm cortex screws were removed. These devices were originally implanted on (B)(6) 2015. This report is for two unknown 4.5mm cortex screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.